Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was noted the patient's weight was greater than 350 pounds and nothing would be returned.

Manufacturer narrative:
The previously submitted report was incorrectly submitted under the patients catheter. Concomitant medical products: product ID: 8709sc, lot#: h842606405, implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine via an implantable infusion pump. It was reported that something happened to the catheter and the patient was no longer getting the full amount. It was noted that due to the issue the patient was getting sick. A replacement was planned but pending the approval of the patient's insurance. Additional information was received from the hcp on 2020-oct-21. It was reported that the catheter issue was a kink. The kink was discovered during catheter replacement.